Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are (B)(6). Additional device product code is hwc. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation and was reportedly discarded by the reporting facility. A review of the device history records revealed no complaint related anomalies. The device history record shows lot# 7681861 of 11.0mm ti helical blade was processed through the normal manufacturing and inspection operations with one nonconformity noted. The lot was found to have particles in the horseshoe area on the surface, but the particles did not adhere and were cleaned using a lint free wipe. The lot was then dispositioned as conforming. This lot met all dimensional criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot (7264892) met all specifications with no anomalies noted except for an error in the receipt quantity which was addressed by a note to file explaining the documentation error. The documentation error would not contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a trochanteric fixation nail (tfn), helical blade, and two (2) distal screws on (B)(6) 2015 as the result of being struck by a vehicle while riding his bicycle. The patient reported feeling pain approximately three weeks prior to the date of this report. X-rays taken on (B)(6) 2015 revealed a broken tfn. The nail broke below the point where the nail intersects with the helical blade. The patient underwent revision surgery on (B)(6) 2015 and all the hardware was removed. Removal of the tfn took approximately 10 extra minutes due to the location of the breakage, as surgeon had difficulty grasping the implant for removal. The surgeon used additional instrumentation in order to successfully remove all the hardware. The patient was revised to a larger nail, lag screw, and two distal screws. The revision surgery was completed successfully. This report is 2 of 3 for (B)(4).